Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old asian female patient, who's undergone breast augmentation revision with an unspecified mentor gel implant on the left breast, suffered breast capsular contracture (baker grade iii), post-procedure. The capsular contracture was diagnosed during an in-office examination. As a result, the patient underwent implant removal on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old asian female patient, who's undergone breast augmentation revision with an unspecified mentor gel implant on the left breast, suffered breast capsular contracture (baker grade iii), post-procedure. The capsular contracture was diagnosed during an in-office examination. As a result, the patient underwent implant removal on (B)(6) 2022.

Manufacturer narrative:
On february 9, 2022, mentor became aware that the patient also experienced unacceptable cosmetic appearance of the breast implants along with the left breast capsular contracture. The patient underwent bilateral removal and replacement with the following devices: (left) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9620004 sn: (B)(6) and (right) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9624991 sn: (B)(6). On february 11, 2022, mentor became aware that the suspect medical device was a 380cc mentor memorygel breast implant (catalog: shpx380 lot: 9512462). On february 20, 2022, an analysis of the device's photo was completed. Summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. On february 24, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome this medwatch form is for the left breast prosthesis. Complication on the right breast/implant will be reported under mrn: 1645337-2022-02207

Manufacturer narrative:
On march 3, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth high profile xtra 380cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.